Manufacturer narrative:
Incidental findings: examination of the photos submitted by the center appeared to show a small tear in the outer silicone jacket of the driveline, near the external bend relief. The underlying layers of the driveline were not visible. A specific cause for this damage could not be conclusively determined through this evaluation. A direct correlation between this superficial damage and the log file findings could not be conclusively established through this evaluation. Analysis of the submitted log file confirmed driveline fault alarms that could be indicative of an issue with the driveline. Manufacturer's investigation conclusion: analysis of the submitted log file confirmed driveline fault alarms that were associated with the phase 3 hex value being out of specification. Based on past experience with the hmii lvas and similar reported events, these events could be indicative of an issue with the driveline; however, a direct correlation between this finding and heartmate ii lvas, serial number (B)(4) could not be conclusively established through this evaluation. The submitted log file contains data from (B)(6) 2019 at 10:10am through (B)(6) 2020 at 03:12pm. Persistent driveline fault alarms were captured throughout the duration of the file (240 total). The driveline fault alarms appeared to be associated with the phase 3 hex value being out of specification. The pump speed remained above the low speed limit for the duration of the file. No additional atypical alarms or trends in pump parameters were observed. Additionally, examination of the photos submitted by the center appeared to show a small tear in the outer silicone jacket of the driveline, near the external bend relief. The underlying layers of the driveline were not visible. A specific cause for this damage could not be conclusively determined through this evaluation. A direct correlation between this superficial damage and the log file findings could not be conclusively established through this evaluation. It was reported that during a follow-up visit in the clinic, an active driveline fault alarm was observed on the system monitor. A log file was sent for analysis that reportedly confirmed abnormal value of the c phase. No pump stop or any other abnormal alarms were present. It was recommended that the driveline fault alarm was reset. No further information was available. There were no adverse consequences. The patient remains ongoing on heartmate ii lvas, serial number (B)(4) and no additional complaints have been reported at this time. The hmii lvas IFU addresses all system controller alarms (including driveline fault alarms) and how to respond to such events. Both the hmii lvas IFU and patient handbook explain that all hm ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Information regarding driveline care can also be found in both of these documents. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that an active alarm driveline fault was shown during follow-up visit. Log file analysis confirmed abnormal value of c phases. No pump stop or any other abnormal alarm was present. It was recommended to reset the driveline fault alarm. The manufacturer's investigation confirmed driveline damage.